Manufacturer narrative:
Product ID: 8709, serial# (B)(4). Implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported there was a possible catheter issue. The patient had a fluid accumulation at base of spine and it was suspected there was a possible leak in the catheter or around the catheter. The patient had an MRI (B)(6) 2012, to determine why fluid was accumulating at the base of the spine. The MRI results were not yet known to the reporter. The patient status was reported as no injury/no adverse event. Action was yet taken pending the results of the MRI. The patient symptoms were headache, underdose symptoms and decreased pain relief. The issue was reported to be at the base of spine. The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.